Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr device. Reportedly, one needle missed on deployment. Reports from the field indicated that there was no pt injury. Attempts to obtain further details have been unsuccessful. The returned device was evaluated. Evidence from a visual inspection indicated the root cause of the event to be the entanglement of the suture and the marker lumen. The entanglement hampered suture movement, which could cause a needle miss.evidence further showed that the device was returned in the back-down position. Back-down was not fully successful, in that one needle tip remained exposed. Accordingly, this event is being reported as a product malfunction.